Manufacturer narrative:
Additional information: b5: the icl was implanted upside down. The patient also displayed a tear in the anterior capsule and cataract formation. Claim# (B)(4).

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down a 13.2mm tmicl13.2, -11.50/3.5/109 (sphere/cylinder/axis), implantable collamer lens, into the patient's eye on (B)(6) 2021. There was patient contact (lens touched the eye) with no patient injury. Elevated iop, inflammation and pigment debris observed. The lens was removed and cataract surgery was performed and a new lens as implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.